Manufacturer narrative:
Pr# (B)(4).

Event description:
The customer reported to philips healthcare that during maintenance. They found that the battery was exhausted. There was no report of pt involvement.